Event description:
During the manipulation of the guidewire and trying to cross the lesion, the choice pt wire tip broke off from the wire. The tip was then lodged into the thrombus of the vessel. Reason for use: acute non-st elevation myocardial infarction.